Event description:
Device malfunction: none. Symptoms/ae: headache, nausea with emesis, tia, cva, emboli. Time of symptoms/ae: four to eight hours after the procedure. It was reported, the patient had an uneventful stenting procedure of the right internal carotid artery in 2006. Four hours after, the patient developed a headache, this progressed to nausea and emesis approximately eight hours s/p the procedure. A CT scan performed revealed, mild right fronto-parietal edema, consistent with a cva. An MRI revealed several small lesions consistent with emboli. This caused prolonged hospitalization and was medically managed with aspirin and plavix. The nih stroke was elevated from (0) to (6) up to next day after the procedure. The nih stroke scale in same day noted: complete hemianopia, minor paralysis (flattened nasolabial fold, asymmetry on smiling), limb ataxia, mild to moderate decrease in sensation, inattention or extinction to bilateral simultaneous. While still hospitalized, 2 days later, the patient had a brief episode of tia; this lasted for approximately twenty minutes. The patient was re-evaluated same day by the neurologist and he confirmed it was a tia. The plan was to continue medical management. The patient was discharged from the hospital to home next day. A nih stroke scale 22 days later reported a return to baseline value of (0). No additional information is available.

Manufacturer narrative:
During processing of this complaint, quality assurance attempted to obtain complete even information, including patient information, and patient status, from the hospital, field contact or distributor.